Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawers were broken and unmoored from clips. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers were unmoored from the clips. A field service engineer reported that customer had been swapping out trays and accidentally pushed the engines back into the drawer frame. Using a long screwdriver, field service engineer was able to pull all four engines out and ran inventory. The system functioned as intended after the field service engineer investigated the device.